Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up#1 date submitted: 15-mar-2019. The alert date has been updated to reflect the correct date of issue awareness; the previously reported alert date of 12-mar-2019 has been corrected in the event to 04-mar-2019.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-jun-2019 with the following findings: a review of the black box showed multiple battery alarms, and the battery voltage was not low at the time of the alarms. During the rewind step, the pump gave a replace battery alarm. Corrosion was found in the battery compartment with a leak. The pump was opened to find moisture damage on the printed circuit board. The battery life alarm was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.